Event description:
It was reported the patient was found dead at home, circumstances unknown. The patient's mother was reported to have asked "why device malfunctioned?" Follow up later revealed the cause of death was "sudden death" and was not related to the device or lead system. An autopsy was performed. The patient had not been pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors distorted, all insulators breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, blood/body fluid outer tubing overlay. Proximal segment returned and analyzed. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was found dead at home, circumstances unknown. The patient's mother was reported to have asked "why device malfunctioned?" There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.